Event description:
It was reported that the patient with this inflatable penile prosthesis experienced inflation and deflation issues as the pump was getting stuck and not working consistently. A surgical procedure was performed to remove the cylinders and the pump, drain the reservoir, and implant a new ipp. There were no patient complications reported.